Event description:
The user facility reported the device unintentionally ejected a cutting accessory during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.